Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the mildly tortuous right coronary artery. The xience alpine stent delivery system was advanced over a balance middleweight (bmw) guide wire without difficulty. The stent was deployed without issue, and the balloon of the stent delivery system was fully deflated. During removal of the xience alpine stent delivery system, the delivery system was noted to be stuck on the guide wire. All devices were removed as a single unit. There was no other intervention required and the procedure was ended. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Previously filed as acs hi-torque balance middleweight guide wire. Evaluation summary: the device was returned for analysis. The difficult to remove the stent delivery system was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified. The xience alpine referenced is being filed under a separate medwatch report.